Manufacturer narrative:
(B)(4).

Event description:
It was reported a revision surgery was performed due to broken implant.

Manufacturer narrative:
Additional information: the associated complaint devices were not returned. A visual inspection of the photo indicated that the hip fractured from the head; however the stated failure could not be confirmed without obtaining the actual device/ product. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A review of complaint history revealed no prior complaints for listed part/failure mode, no prior complaints for the listed batches. A clinical analysis indicated that this case reports a revision surgery was performed approximately 3 years post primary implantation due to reports of a broken cpcs stem. One single provided pre-revision x-ray photo confirms the breakage of the stem from the femoral head. It was further reported that the oxinium head and the shell were also explanted during the revision. Patient¿s medical history, reports of trauma, precipitating factors, or other relevant supporting documents have not been provided for inclusion in the medical assessment to determine the root cause of the stem fracture. The patient¿s current post-op status is unknown and any further risks to patient cannot be established based on the limited clinical details provided with this case. Additionally, the explanted devices were not returned for evaluation. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.